Event description:
It was reported that the patient had a pump and catheter replacement on (B)(6) 2010. The patient was alert and conversational an hour post-op and the hospital discharged her approximately 4-5 pm that evening. Around 8:30 pm, her family stated that she was sleepy and was in bed when they left her. Upon their arrival about a half hour later, she was unresponsive. She was sent by emergency vehicle to the hospital where they regained vitals on her but she never did regain consciousness. Her implanting physician was there with the patient throughout the night. At approximately 2:30 am, her family removed life support. The medication in the pump was morphine at a daily dose of 5 mg. The cause of death was respiratory depression. It was unknown if the death was device related. No troubleshooting was performed.

Manufacturer narrative:
(B)(4).